Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single use; device discarded.

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. It is unknown if additional testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information received: d4 - lot # d4: expiration date h4: manufacturing date b3: the date provided is an approximation as the exact event date was not provided. D4-UDI(B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. It is unknown if additional testing was performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. It is unknown if additional testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information received: the investigation's complaint rate has changed to (B)(4). B3: the date provided is an approximation as the exact event date was not provided. D4-UDI:((B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1108962 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1108962, test base part number 192-430/ lot: 1108962. The lot met the required release specifications with one false positive result observed. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1108962 showed that the complaint rate is (B)(4) abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4-UDI:((B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1108962 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1108962, test base part number 192-430/ lot: 1108962. The lot met the required release specifications with one false positive result observed. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1108962 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. It is unknown if additional testing was performed. No additional patient information, including treatment and outcome, was provided.